Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to terminal bending of the video connector socket. Additional evaluation findings are as follows: 1.) The front panel was noted to have a crack on the upper middle inside screw housing; 2.) Software update needed; 3.) Top cover noted deformed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report of "bent pins." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined no image was present due to bent pins in the video socket connector. This report is submitted due to the finding of no image, identified during in-house service of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failure of the video connector pin. Olympus will continue to monitor field performance for this device.